Manufacturer narrative:
The initial MDR 2432235-2016-00423 was filed on august 1, 2016. Corrected information: (08/02/2016): the serial number of the instrument was corrected to (B)(4). Additional information (08/02/2016): a device manufacture date was added.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range on the day of event. The customer uses a stat spin for tnl-ultra testing. The tube manufacturer does not recommend stat spin. The customer not following the tube manufacturers recommendations is failure to follow instructions. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service protocol, which passed. The cse ran a multi-dilution check, which passed. The cse ran qc, which were within range. The cause of the discordant, falsely elevated tnl-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tnl-ultra) result was obtained on one patient sample on an advia centaur instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate advia centaur instrument, both resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tnl-ultra result.